Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was unable to power on using on ac or dc due to a missing battery. Internal inspection revealed recessed pins on interface connector, preventing proper connection to the rds. Pin 1 which provides power to battery and pin 11 are recessed and unable to make mechanical or electrical connection with rds or root. The system board was replaced and the device functioned as designed. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event.

Event description:
The customer reported that the radical-7 started to "smoke" when connected to a root. No consequences or impact to patient were reported.